Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer changed cartridge and related supplies, successfully resuming insulin therapy with updated supplies.